Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio determined the cause for the malfunction to be failure of the system controller/user interface pcb assembly. Physio replaced the failed assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.

Event description:
It was reported that the device display and led's would flash constantly and it would not power on. There was no patient use associated with the event.